Event description:
The following was initially reported: it was reported that whilst on a patient the ventilator stopped. The patient was bagged. There was no injury reported. The description had later been revised by the users to the following: the patient was re-positioned during a spinal procedure when the workstation suddenly posted a ventilator failure alarm. The device however continued to ventilate until a replacement device was introduced as a precautionary measure.

Manufacturer narrative:
The device was subject to on-site in-depth testing in follow-up of the event. No non-conformities were observed during the test. An endurance run in several different ventilation modes did not produce any findings either. The device was returned to use w/o further problems reported since then. The case in question could be reconstructed by means of log file analysis carried out by the manufacturer. The workstation was powered-on in the morning of the date of event and passed the subsequent power-on self-test without functional restrictions. The particular procedure ran quite stable for almost three hours with the exception of some sporadically occurring minor ventilation problems that were alarmed properly, most probably these disturbances were caused by leakages in the patient circuit. The observation described by the users started with a suddenly occurring pressure peak of greater than 90 hpa. In the following, alternating positive and negative pressure peaks were measured and finally, due to a too fast and too high pressure increase the ventilator performed an emergency shutdown. The ventilation mode was autonomously changed to man/spont and the respective ventilator fail alarm was posted. The case was then continued using man/spont for another 30 minutes until the unit was placed in standby. Based on the available records and information, no indications for a malfunction of the device were found. Root cause for the reported symptom was an overpressure at the patient end of the circuit leading to a pressure peak and thus, to an emergency shutdown of the ventilator. Most likely the detected pressure peak was caused by changes in lung compliance and resistance during repositioning of the patient as it had been reported by the user, too. Dräger finally concludes that the device responded to this deviation as defined in the safety concept. There's no issue with the workstation that would require repair or correction.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that whilst on a patient the ventilator stopped. The patient was bagged. There was no injury reported.